Event description:
It was reported that the patient presented for an explant procedure. The pacemaker and the right ventricular (rv) lead were explanted and replaced due to unknown reasons. The patient condition was unknown.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-91048 as the pacemaker was explanted and replaced due to elective replacement with no allegation of malfunction.

Event description:
It was reported that the patient presented for an explant procedure. The pacemaker was explanted and replaced due to elective replacement indication (eri). The right ventricular (rv) lead was explanted and replaced due to high impedance. The patient was in stable condition throughout the procedure.